Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer replaced various parts and performed system cleanings, adjustments, and checks. After service, the customer performed calibration and qc with successful results. The customer refused any additional investigation regarding this issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for four patients tested on a cobas 8000 c (701) module. The customer confirmed qc was acceptable prior to patient testing. The initial calcium results were from aliquots and the results were not reported outside the laboratory. The customer performed repeat testing on a different cobas 8000 c (701) module with the original sample tubes. Patient 1's initial calcium result was 5.51 mg/dl, and the patient's repeat result was 9.00 mg/dl. Patient 2's initial calcium result was 6.17 mg/dl, and the patient's repeat result was 9.71 mg/dl. Patient 3's initial calcium result was 6.70 mg/dl, and the patient's repeat result was 9.80 mg/dl. Patient 4's initial calcium result was 6.36 mg/dl, and the patient's repeat result was 9.82 mg/dl. The customer determined the repeat results were correct. The calcium reagent lot number was 51911501 with an expiration date of 28-feb-2022.